Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Cuts - inside left of bottom lip [lip injury]. Cuts - mouth [mouth injury]. Nearly causing choking [choking sensation]. Broke during use/snapped metal piece - oral-b refills [device breakage]. Case narrative: consumer stated on web that oral-b refills broke during use and snapped a metal piece, which caused cuts on their lips and mouth and nearly caused choking. No serious injury was reported.